Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ it comes out in pieces'), embedded device ('migration of essure device location of device: pelvic ultrasound showed "probable essure device is present in the myometrium" of the uterus'), device expulsion ('migration of essure device location of device: pelvic ultrasound showed "probable essure device is present in the myometrium" of the uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. B71783-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2006 to 2014, anxiety from 2006 to 2014, arthritis, polytrauma, endometrial curettage, fracture repair, suprapubic pain and obesity. Previously administered products included for birth control: iud mirena in 2009; for contraception: birth control pill from 2005 to 2007 and depo from 2000 to 2005. Concurrent conditions included dysfunctional uterine bleeding, uterine bleeding, abdominal pain, cholecystectomy and cramp in lower abdomen. Concomitant products included fluoxetine hydrochloride (prozac) in 2015, ibuprofen since 2016, minerals nos;vitamins nos (prenatal vitamins) from 2006 to 2014 and oxycodone hydrochloride;paracetamol (percocet) from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("near my ovaries and up my back") and adnexa uteri pain ("near my ovaries and up my back"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea,"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and procedural pain ("he performed another procedure because I was having pain"). The patient was treated with botulinum toxin type a (botox) and surgery (ablation (B)(6) 2016 and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), d & c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, urinary tract infection, headache and procedural pain outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, back pain and adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, back pain, device breakage, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: four coils note on the right side, 2 coils noted on the left. Essure device which was aborted through the ostium. The device was grabbed with a grasping forceps through the hysteroscope and was completely removed. Patient did not underwent essure confirmation test (as per pfs) - discrepancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the uterus is normal in position with a small triangular-shaped submucosal deformity of the right fundus, which may represent a small leiomyoma or scar. Bilateral essure devices are present and no contrast enters the fallopian tube. Essure devices in place with no entry of contrast into the fallopian tubes. Ultrasound pelvis - on (B)(6) 2016: probable essure device in. The myometrium on the right. Otherwise essentially negative pelvic ultrasound with a 2 x 2.1 cm-left ovarian cyst.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, headache, nausea, dysmenorrhea, embedded device. The lot number reported b71783 is inv. Most recent follow-up information incorporated above includes: on 21-jun-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ it comes out in pieces'), embedded device ('migration of essure device location of device: pelvic ultrasound showed "probable essure device is present in the myometrium" of the uterus'), device expulsion ('migration of essure device location of device: pelvic ultrasound showed "probable essure device is present in the myometrium" of the uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. B71783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2006 to 2014, anxiety from 2006 to 2014, arthritis, polytrauma, endometrial curettage, fracture repair, suprapubic pain and obesity. Previously administered products included for birth control: iud mirena in 2009; for contraception: birth control pill from 2005 to 2007 and depo from 2000 to 2005. Concurrent conditions included dysfunctional uterine bleeding, uterine bleeding, abdominal pain, cholecystectomy and abdominal pain lower. Concomitant products included fluoxetine hydrochloride (prozac) in 2015, ibuprofen since 2016, minerals nos;vitamins nos (prenatal vitamins) from 2006 to 2014 and oxycodone hydrochloride;paracetamol (percocet) from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("near my ovaries and up my back") and adnexa uteri pain ("near my ovaries and up my back"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea,"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and procedural pain ("he performed another procedure because I was having pain"). The patient was treated with botulinum toxin type a (botox) and surgery (ablation (B)(6) 2016 and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), d & c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, urinary tract infection, headache and procedural pain outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, back pain and adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, back pain, device breakage, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: four coils note on the right side, 2 coils noted on the left. Essure device which was aborted through the ostium. The device was grabbed with a grasping forceps through the hysteroscope and was completely removed. Patient did not underwent essure confirmation test (as per pfs) - discrepancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the uterus is normal in position with a small triangular-shaped submucosal deformity of the right fundus, which may represent a small leiomyoma or scar. Bilateral essure devices are present and no contrast enters the fallopian tube. Essure devices in place with no entry of contrast into the fallopian tubes.. Ultrasound pelvis - on (B)(6) 2016: probable essure device in. The myometrium on the right. Otherwise essentially negative pelvic ultrasound with a 2 x 2.1 cm-left ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, headache, nausea, dysmenorrhea, embedded device. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr received: lot number was added. New events: abnormal bleeding (vaginal, menorrhagia), urinary tract, migraines, headaches, embedded device, nausea, dysmenorrhea, pain (near my ovaries and up my back), procedural pain were added. New concomitant and historical conditions were added. New reporters were added. Lab data were added. Concomitant drugs was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.